Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse identified the manipulator mirror was old and worn, therefore the reported clinical observation was confirmed. The mirror was replaced. The laser passed full functional and electrical safety testing. The laser is now fully operational. Based on the information available, it is likely that the damaged mirror could have affected the device performance leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming beam is out of alignment. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the aiming beam is out of alignment. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.